Event description:
Nurse went to the bedside because the pump was alarming air in line. When the nurse attempted to back prime the screen froze. Significant air was present above and below the cassette. In order to unfreeze the screen, the cassette chamber needed to be opened and closed. Then the nurse was able to back prime air proximal to the cassette. This is a critically ill patient dependent on dopamine for blood pressure support. The interruption in the fluid delivery caused a dip in blood pressure and then a rebound increase when the fluid was restarted.